Event description:
During lap-assisted vaginal hysterectomy, the blade on the ligasure impact tissue fusion open instrument 13.5mm - 18 cm would not retract back. The device was replaced with a new ligasure impact, which worked without incident for the duration of the case.